Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, damages at the lead tip were observed and the insulation was found pulled off in this area. Based on the damage symptoms, it is reasonable to assume that these damages were due to tensile forces, presumably during the explantation procedure. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. The damages at the lead tip the insulation of the lead body was intact. The dc resistances of the lead were investigated. No peculiarities were found. In summary, the lead tip was found damaged, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was capped on (B)(6) 2007 due to a fracture. It was explanted on (B)(6) 2015 during a device change out. Should additional information be received, this file will be updated.